Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the ins was past due for replacement. Unable to determine impedances prior to replacement. The patient had high impedances range of 28,0000-40000 on contacts 8-15. The lead was wiped cleaned and inserted and reinserted. When lead was connected multiple times it showed contact 12 was out and high impedances on 8-15. Post op programming was performed and coverage was bilateral in patient pain areas. Patient may need lead revision of stimulation is not adequate. The issue was resolved.